Event description:
It was reported that a peritoneal dialysis (pd) patient was recently treated for an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with symptoms of abdominal pain, nausea, vomiting, cloudy pd effluent and difficulty draining. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for staphylococcus aureus, a gram-positive cocci bacterium. The suspected cause of the peritonitis is touch contamination; however, that was not confirmed. The patient did not report any cassette leak or issue with the liberty select cycler related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy and the utilization of the liberty select cycler with cycler set. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cassette leak reported for this event. The pdrn stated the suspected cause of the peritonitis is touch contamination which is supported by the culture result of staphylococcus aureus. This bacterium is one of the most common pathogens responsible for peritonitis. Staphylococcus aureus colonizes in various human sites such as the nasal cavity and inguinal region as well as the pd catheter exit site. Although the cause of the peritonitis was not confirmed, based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was recently treated for an infection. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the pd clinic with symptoms of abdominal pain, nausea, vomiting, cloudy pd effluent and difficulty draining. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, and duration unknown). The cultures resulted positive for staphylococcus aureus, a gram-positive cocci bacterium. The suspected cause of the peritonitis is touch contamination; however, that was not confirmed. The patient did not report any cassette leak or issue with the liberty select cycler related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery.